Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mesh erosion, urgency, frequency, no urine control, infection, urinary tract infection, yeast infections, granulation tissue, low back pain, tenderness, constipation, vaginal pulling with bowel movement, bone infection, pelvic pain, dyspareunia, soft tissue infiltration and soft tissue mass. An explant of the mesh was performed. Subsequent treatments and/or therapies were also reported.